Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated onsite. Arctic sun 5000) 01 patient line open, (arctic sun 5000) 02 low flow, (arctic sun 5000) 113 reduced water temperature control. Circulation pump command was at 100%, both pressure and flow rate were measured as zero. Circulation pump was replaced. This device was evaluated for functionality per (B)(4). It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had zero flow rate problem. Per review of wo on 21aug2025, there was no patient involvement.